Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issues and the usb port not charging issues were verified. Additionally the alleged battery hot to touch issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hot to the touch while plugged in and charging. Reportedly, the usb cable melted into the usb charging port which resulted in the battery being unable to be charged. Customer¿s blood glucose level was 75mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.